Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that during implant, the surgeon was unable to use the coring knife due to it being too dull to core the ventricle. The surgeon used a scalpel to complete the case without any injury to the patient.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.